Event description:
It was reported that during a robotic laparoscopic prostatectomy procedure; the arm cart assembly (aca) froze while inserting the en doscope after docking. The endoscope was removed using the broken instrument procedure and the arm was undocked and restarted. There was a ten-minute delay to the procedure. There was no patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the associated device logs for the reported arm cart assembly. Evaluation of the logs showed an occurrence of an error code for robotic arm joint 6 failing to maintain position, indicating that extra force may have been put on the robotic arm joint 6 leading to an overdrive condition and consequence errors of mismatch in desired and actual position. This extra force can occur when trying to rotate the endoscope without pressing the proper buttons. The error code triggers a system recoverable inoperable error and a subsystem non-recoverable inoperable error. The error code also reports an error message stating, "danger: arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm.". Evaluation of the arm cart assembly confirmed the reported condition. The root cause of the observed error was that it is likely that the system was not used as intended, which may have caused or contributed to the reported incident. Replication of the error can be traced to an overdrive of the robotic arm setup arm (rasa). The instructions for use (IFU) states, "always move the instrument drive unit high enough on the instrument track to attach the instrument or endoscope with its tip above the port, to avoid instrument or endoscope damage, or patient injury due to missing the port opening. Do not attempt to manually rotate an instrument while it is inserted to avoid potential patient injury and system downtime. If the instrument is withdrawn, it can be manually rotated while pressing one of the instrument drive unit buttons or the fulcrum handle. Do not lean or push sideways against the instrument drive unit or instrument track while inserting or withdrawing instruments, to avoid unintended instrument movement and potential patient injury.". Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic prostatectomy procedure, the arm cart assembly (aca) froze while inserting the en doscope after docking. The endoscope was removed using the broken instrument procedure and the arm was undocked and restarted. There was a ten minute delay to the procedure. There was no patient injury.